Event description:
It was reported that the tips of the instrument could not meet or grasp. Although the instruments were used in surgery, no pt complications were reported.

Manufacturer narrative:
(B) (4): the upper and lower shafts are broken off from the center or the pivot pin forward. Microscopic examination discovered a fairly brittle fracture. The location, direction, and amount of force required in order to induce fracture of the shaft is consistent with application of excessive force, resulting in the foregoing event. The above observations are consistent with misuse, resulting in the foregoing event.